Event description:
The customer reported to olympus, the laparoscope's handle was loose and made a scraping sound when turning. The device was returned for evaluation. During the device evaluation, a poor image was found with a purple and sometimes fully blacked out display. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed. The evaluation found parts of the light guide connector were damaged, the outer cylinder had dents, the tip of the light guide bundle was missing, and the video connector cover was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) hospital.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h10. Corrected fields: d5, e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that color malfunction ¿green/purple image¿ was attributed to a defect in the cable unit. Olympus will continue to monitor field performance for this device.